Event description:
The patient has the ap large band with 2.0 flex implanted the (B)(6) 2024. The patient was readmitted 24 days after post-op with food blockage (esophageal food impaction). The patient changed his diet prematurely. The patient was admitted to the emergency room and had a prolonged esophagogastroduodenoscopy (egd) to remove the food blockage (food disimpaction).

Manufacturer narrative:
The reported device was not available for physical evaluation as the device is still implanted. The reporter provided the serial number of the device involved. The lot history record was reviewed, and no discrepancies or non-conformances were recorded. The product was manufactured according to specifications. The cause of the food blockage (esophageal food impaction) was due to the patient prematurely self-advancing his post-op diet. No further action to be taken unless we receive more information from the doctor. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. Note: only the year and the month for the implanted date were provided by the reporter. Only the month and the year for the event date were provided by the reporter.